Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided.

Event description:
Consumer alleges laying against his heating pad while in bed for shoulder pains with a wall heater on near his bedside. Consumer noticed the controller was warped and distorted another day. There was not a report of personal injury or property damage with this incident.